Event description:
It was reported that this pacemaker's minute ventilation (mv) sensor was reprogrammed because when the patient was exercising the mv rate response would decrease when the device was transitioned from the sensed to paced beats. Subsequently, the patient experienced palpitations when standing up or with sudden movements. Boston scientific technical services (ts) discussed reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.